Event description:
The customer reported that the system displayed fuzzy images.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep performed a power assembly check. All connections in the workstation and generator were tight. The workstation and generator voltages were adjusted to 5.2vdc. He submitted copies of hard copy image, and saved thumbnails to region and from their experience, most likely problem is bad camera. The customer declined to have camera replaced at this time.